Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized on (B)(6) 2014. The following is based on the medical records provided by the patient's treatment facility. The patient presented with an abrupt onset left facial droop and expressive aphasia. She was noted to be more somnolent after peritoneal dialysis and her family noted she was not following commands. At the emergency room she was noted to have decreased responsiveness. The patient was transferred to hemodialysis treatments and subsequently discharged on (B)(6) 2014. As of discharge, patient has resumed cycler-based pd treatments.